Manufacturer narrative:
Other text: additional information is provided in h.2., and h.6. The product was not returned for evaluation. Four photos of the sample were added for investigation. According to what is observed in the photos, the sample appears worn, a hole can be observed in the inflation line near the joint with the tube. The complaint is confirmed. Based on the analysis performed on the photo provided, the inflation line has a hole. This type of condition could be generated during the use in the patient or during reprocessing of sample for subsequent uses due to improper handling or use of lubricants or cleaning solutions not recommended. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. If the sample is returned, the investigation will be reopened to complement the analysis of the affected device. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that there was a fault with a bivona cuffed neonatal 3.5 tube. There has been no report of patient involvement.

Manufacturer narrative:
Other text: b3: date of event, d4: UDI section, catalog number, lot number, expiration date, h4: manufacture date and g5: 510k are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.